Event description:
It was reported that the pt was having ongoing issues with catheters kinking and splitting within 6-12 weeks of implant. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Catheter.